Event description:
A patient in a study underwent an ion lung biopsy. During the procedure, the patient was seen to have some localized bleeding where biopsy took place. A lesion of the right middle lobe was biopsied using a cryoprobe - 1.1 mm and bronchoalveolar lavage (bal). The bleeding occurred after removal of the ion catheter, so wedging (with a different bronchoscope) was required for less than one minute with adrenaline use and suctioning. There was no procedure prolongation and the event was reported as resolved. There were no reported comorbidities. There were no intra-procedure ion device malfunctions. There were no adverse events or complications after the procedure and prior to discharge, which occurred the same day. The study investigator reported the event as not a serious adverse event, a ctcae grade 2, probably related to the ion procedure, probably related to the patient's underlying disease status, but not related to the ion system and not related to a third-party device.

Manufacturer narrative:
There was no report that an ion system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 162 cm., body mass index (bmi) 23.6 kg/m2.